Event description:
It was reported that during an unknown procedure, the staples were falling out of the incision. Another device was used to complete the procedure. There was no adverse consequence to the patient. There was no other information or contact available. The devices were disposed of.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.